Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After the j tube was removed while in the hospital, a rigid, stone-like substances accompanied with fibrous substances was observed to have adhered to the tip of the j tube. It was reported that the stone-like substances found at the tip of the j tube became the lead to which tension from the entire tube was applied due to the progression of the inner tube deeper into the jejunum, causing the formation of ulcers. After duodopa therapy was changed to oral, the ulcers showed a trend for improvement. In addition, the influence of the contents of fiber-rich diet on the passing could not be ruled out.